Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 131 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer reported treating with glucose tablets. Nothing was replaced or returned.